Event description:
When the physician was inserting the (ses) self-expanding stent into the sheath, the stent was partially deployed from the outer sheath. The locking pin was in place. Another product was used and the procedure was completed successfully. The product was not clinically used. Pta: the target lesion was right common iliac artery. There is no information about the target characteristics.

Manufacturer narrative:
Prior to removing from the package, the product was inspected for damages and was intact. When the product was removed from the package, all the instruction for use (IFU) guidelines were followed. All IFU guidelines were utilized to prep the (ses) self-expanding stent. No further info was available. Additional info will be submitted within 30 days.